Event description:
It was reported by service report that the load wheel assembly on the cot was broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel assembly.